Event description:
The advocate stated that the customer passed out while driving. His blood glucose was tested at 46 mg/dl. The advocate gave the customer a piece of candy and some juice when he arrived home. Paramedics were called. They tested the customer's glucose at 51mg/dl. The customer was not taken to the hospital. The advocate did not provide any more information about the incident. Troubleshooting of the customer's breeze2 system was not possible because his control test solution was expired. The test strips were returned for evaluation. Replacement test strips were sent to the customer.